Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system the patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2022, the physician reported the patient has a distal type I endoleak associated with the gore® excluder® contralateral leg component implanted on the right side. A lack of seal of the device is believed to be the cause. The patient is scheduled for reintervention on (B)(6) 2022.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B4: additional details g3/g4: additional information

Event description:
On (B)(6) 2022, the patient underwent reintervention and the right side gore® excluder® contralateral leg component was extended with a g0re® excluder® iliac branch endoprosthesis. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
H6: added code d15 under investigation conclusion. Code d12 from previous report remains unchanged.